Event description:
A pt reported experiencing inaccurate erratic results with one touch meter, on 10/01, pt's blood glucose was 83, 143, 136, 134, 9 and 86 mg/dl. Tests were done 10 minutes apart. Pt did not experience any advese events. No further info has been reported.